Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing broke off during use. The following information was provided by the initial reporter: "the first two times the line broke off and fell to the floor when trying to insert it into the pump. The third time the tubing was visibly broken."

Manufacturer narrative:
H.6. Investigation: a sample was received and the macrobore tubing is detached from the lower filament; the customer complaint was verified. A device history record review for model 2420-0500 lot number 20043248 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment error.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing broke off during use. The following information was provided by the initial reporter: "the first two times the line broke off and fell to the floor when trying to insert it into the pump. The third time the tubing was visibly broken."